Event description:
Complainant alleged that while attempting to treat a pt, the device would not sync. Complainant indicated that they replaced the electrode pads and therapy cable which did not remedy the malfunction. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet received the device for evaluation and this complaint is still under investigation.